Manufacturer narrative:
(B)(4).evaluation summary: post marketing vigilance concurrently with engineering led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, pmv review of complaint trends and an evaluation of the returned device. The subject needle was loaded onto the instrument. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. The subject needle was loaded and unloaded onto the instrument without difficulty. No difficulty was experienced in loading, unloading, or toggling the subject needle. Visual and functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported conditions . A review of the device history record indicates this lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Procedure: roux-en-y. According to the reporter: it wasn't used in the procedure. Prior to opening, the clips were bent. The tech that opened the applier said the jaws were bent. They grabbed another device and continued with the case. No tissue loss, no tissue damage, no blood loss and nothing fell into the patient cavity. Surgical time wasn't delayed by more than 30 min. And there was no patient harm.